Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device inspection, that single use ligating device operation pipe and the operation wire of the handle section were broken, rendering the slider inoperable and the loop was attached to the distal end of the insertion portion. There was no report of patient involvement.

Manufacturer narrative:
D4, h4 this supplemental report is being submitted for updated expiration and manufacturer dates.

Event description:
No additional information received from the customer.